Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Reportedly, when the customer would select "1" in the "1-2-3 unlock screen", the screen would not respond. Customer's blood glucose was 175 mg/dl. Customer would continue to use the pump for insulin therapy.